Event description:
It was reported that the patient had the realize band put in 2009. The band had to be removed as it caused scar tissue and hernia and other health problems. No further details provided.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.